Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Haga, k., akagashi, k., tobe, m., uchida, k., honma, I., hirobe, e., ishizaki, j., shimizu, t., nakajima, h., urahama, s., & sato, y. (2024). One hundred cases of rezum water vapor thermal therapy for benign prostatic hyperplasia: real-world data at a single institution in japan. International journal of urology : official journal of the japanese urological association, 31(12), 1337-1342. Https://doi.org/10.1111/iju.15558. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the international journal of urology that a prospective study was conducted to assess the efficacy of rezum, a minimally invasive surgical treatment, for patients with lower urinary tract symptoms related to benign prostatic hyperplasia (bph) in real-world clinical practice at a single institution (sanjukai urologic hospital) in japan. A total of 100 patients who underwent the rezum procedure between october 2022 and february 2024 were included. Patient backgrounds that are compliant with japanese regulations and assessed descriptive outcomes such as symptom scores, peak flow in uroflowmetry, post-void residual (pvr) volume, and prostate volume (pvol) were analyzed. These data were collected at 1 and/ or 3 months postoperatively. On average, 4.7 water vapor injections were administered during the rezum procedures, with a mean operative time of 6.3 min. Patients experienced significant relief in symptoms, with reductions of 55% in international prostate symptom score, 53% in quality of life score, and 30% in overactive bladder symptom score. There was also a significant decrease in mean pvr volume (50% reduction) and pvol (27% reduction). Among the subgroup of 23 pre-interventional catheter-dependent patients, 91% achieved catheter independence. There were few cases of device or procedure related adverse events, mostly associated with dysuria. 11 patients experienced postoperative de novo urinary retention, 3 patients experienced hematuria requiring irrigation and 5 patients had urinary tract infections (utis). The study demonstrates that rezum is an effective and safe minimally invasive therapeutic option for patients with bph. This promising novel technique can be particularly beneficial for patients at an augmented risk of bleeding or those considered high risk for anesthesia.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Haga, k., akagashi, k., tobe, m., uchida, k., honma, I., hirobe, e., ishizaki, j., shimizu, t., nakajima, h., urahama, s., & sato, y. (2024). One hundred cases of rezum water vapor thermal therapy for benign prostatic hyperplasia: real-world data at a single institution in japan. International journal of urology : official journal of the japanese urological association, 31(12), 1337-1342. Https://doi.org/10.1111/iju.15558.

Event description:
It was reported to boston scientific via an article published in the international journal of urology that a prospective study was conducted to assess the efficacy of rezum, a minimally invasive surgical treatment, for patients with lower urinary tract symptoms related to benign prostatic hyperplasia (bph) in real-world clinical practice at a single institution (sanjukai urologic hospital) in japan. A total of 100 patients who underwent the rezum procedure between october 2022 and february 2024 were included. Patient backgrounds that are compliant with japanese regulations and assessed descriptive outcomes such as symptom scores, peak flow in uroflowmetry, post-void residual (pvr) volume, and prostate volume (pvol) were analyzed. These data were collected at 1 and/ or 3 months postoperatively. On average, 4.7 water vapor injections were administered during the rezum procedures, with a mean operative time of 6.3 min. Patients experienced significant relief in symptoms, with reductions of 55% in international prostate symptom score, 53% in quality of life score, and 30% in overactive bladder symptom score. There was also a significant decrease in mean pvr volume (50% reduction) and pvol (27% reduction). Among the subgroup of 23 pre-interventional catheter-dependent patients, 91% achieved catheter independence. There were few cases of device or procedure related adverse events, mostly associated with dysuria. 11 patients experienced postoperative de novo urinary retention, 3 patients experienced hematuria requiring irrigation and 5 patients had urinary tract infections (utis). The study demonstrates that rezum is an effective and safe minimally invasive therapeutic option for patients with bph. This promising novel technique can be particularly beneficial for patients at an augmented risk of bleeding or those considered high risk for anesthesia.